Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The right coronary artery was intervened on using rotational atherectomy to modify the calcific plaques. Flows averaged about 3.4 liters per minute during the atherectomy and mean arterial pressure was maintained above 70 mmhg. The lesions were then ballooned, and intravascular ultrasound was used to size the vessel, and stents were inserted to secure the vessel. The impella was weaned and removed in the catheterization lab. The groin site could not be closed percutaneously, and surgical closure was required. There was access site bleeding requiring an unplanned surgical intervention for hemostasis. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿